Event description:
Report received from USA stating that the device cannot secure cutter. It is known that the device was not used in surgery. It is known that there was no pt or user injury.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).